Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eri was reset because the voltage dropped and the device started using extended charge times. End of life (eol) was also declared after explant. This device does appear to match trended units which have declared eri/eol prematurely due to a larger than expected cell impedance increase.